Event description:
Our hospital has experienced a partial occlusion of the IV tubing when removing the blue slide clamp from the baxter sigma smart pump in order to start the infusion. The IV tubing did not fully disengage from the clamp, and allowed some, but not all of the medication to infuse. The alarm is believed not to have sounded. This can represent a significant patient safety issue, and pump users need to be aware that this potential exists. This event may represent an opportunity for the pump manufacturer to review the design of its clamp. The upstream occlusion warning is contained in the manual, but perhaps it could be more prominent.